Manufacturer narrative:
Image review: eight static images were provided for review. The patient¿s executive summary post magnetic resonance imaging (MRI) was provided for anatomical review (please note, MRI is not the imaging modality of choice for tavr and MRI has limitation to evaluate calcification). The patient¿s annulus perimeter measured 78.1mm with a perimeter derived diameter of 24.9mm suggesting a 29mm valve. Fluoroscopic inspection of the valve load was not provided for review thus it is not possible to validate a good load. It was reported that an infold occurred after one recapture and during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Images of the infold during the implant attempt were not provided; however, the images show that the infolded valve was removed from the patient, deployed on the sterile field and the infold was confirmed. A new valve was implanted without further issues with infolding. A post implant dilatation was performed for possible paravalvular leak with good result. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {0012460564}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve was recaptured due to the depth of initial implant. Upon the second deployment attempt, an infold was observed and the valve was withdrawn from the patient. It was noted that the target implant depth when the infold occurred was 4 millimeters (mm). It was reported that a 5 minute procedural delay occurred as a result of this infold. No patient complications have been reported as a result of this event.